Event description:
Pt implanted with cortex screws at the right index finger on an unk date. Status post pt complained of discomfort. The fracture healed and screws were noted as slightly protruding. Surgeon removed screws on (B)(6) 2012. Screws are unavailable for investigation. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Placeholder.

Event description:
This report is 1 of 2 for complaint number (B)(4).